Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced issues with her insulin pump and had high blood glucose levels. The customer's blood glucose was over 600 mg/dl. The customer had treated herself with a manual injection before the call. The customer stated that she delivered 4.9 units of insulin, but her blood glucose continued to rise. Troubleshooting was done. The customer stated that she had no symptoms of high blood glucose levels apart from being thirsty. The customer stated that there were three tiny bubbles in the tubing. The customer ran a manual prime, and insulin did exit. The customer stated that the cannula was not bent. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer stated that she would monitor the insulin pump and her blood glucose levels. Nothing further reported.